Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.

Event description:
Balloon burst. The report recd indicated that during a percutaneous transluminal angioplasty, a 3.00 x 10 mm dura star balloon catheter was being used for pre-dilation of a heavy calcified lesion; however, the balloon burst at 20 atmospheres. Therefore, the physician exchanged the device for a quantum balloon. There was no report of injury to the pt.